Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured a no external power alarm event on march 3 at 10:52 pm. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,400 rpm during the events. Power was restored shortly after and the no external power alarm cleared. A root cause of the no external power alarm event could not be determined through this evaluation. Additional information communicated on 29mar2021 indicated the mobile power unit will not be returning for an evaluation and is currently in use. The information indicated the mobile power unit has the v-lock connector on the ac power cord. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) ) was shipped to the customer on 21apr2016. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had replace backup battery alarms, which resolved after reseating the backup battery. The patient also lost all external power and could not account for it. During the same time the patient's mobile power unit (mpu) appeared to have lost power for a few seconds, which caused the controller to switch to the backup battery. It was recommended to replace the backup battery as a precaution. The loss of external power event resolved once a/c power was completely restored to the mpu. The mpu was in operation at time of reported event. The mpu has a v-lock connector on the a/c power cord. It was not known if the power cord came loose at the wall/outlet or the back of the unit. There were no environmental circumstances that would have affected the power at the time of the event. The patient was stable and would be monitored for further alarms.